Event description:
Customer alleged that the snap buttons that adjust the height of the walker are not popping back into place. Customer also alleged that when a patient puts their weight on the walkers, the buttons release. No injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model 6291-1, serial number/date code (B)(4), age of product is unknown. The owner's manual part number 1148068 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The (B)(6) stated that the snap buttons on the walker that adjust the height are not popping back into place. When the patient places weight onto the walker, the button releases. The defect was caught in physical therapy. No injury alleged. Product is being returned to invacare for an inspection and evaluation.